Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment: the heart lead flex was out of specification, a diode was shorted on the ventricular side. It was also noted that the upper and lower cases were broken and contaminated, the battery release, heart block, lead flex cover, output connectors, and heart wire contacts were contaminated, the ring cover was missing and two side bail covers were broken, the ring was missing the battery drawer was broken and the serial number label was missing.

Event description:
It was reported that output tested low. When testing the epg (external pulse generator) on a netech pacer analyzer, both the atrial and ventricle output measured .5ma, regardless of what value was set from 0 to 20ma. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.